Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, it was observed that the clear tip on the harvesting cannula where the c-ring is housed was not in correctly. It was at an angle which made it impossible to advance the hemopro tool into the cannula. Toward the end of the case, the harvester noticed that the hemopro device was getting hot. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Please refer to MFR report #2242352-2013-00403.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).